Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had failed in leak test and there was -32 on red side. The event occurred during testing. There was no harm and delay in the event. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Conclusion summary: on (B)(6) 2019, it was reported that the device had failed in leak test and there was -32 on red side. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(6) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(6) as documented in the repair reports in livelink. Product review of the a.t.s. 4000 tourniquet on (B)(6), 2019 revealed that there was a leak on the main cuff side. The battery was missing and the software needed updated to the latest version. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on (B)(6)2019 which included replacement of the clippard deflate valve, battery, and updating the software to the latest version. A.t.s. 4000 tourniquet, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that there was a leak on the main cuff side. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that there was a leak on the main cuff side. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.